Event description:
It was reported that via remote transmission, non-sustained lead noise due to post-paced t-wave oversensing was observed on stored egm. Patient asymptomatic. Programming changes were made and no further issues were reported.